Manufacturer narrative:
The device was not returned for the complaint due to the device being disposed of, therefore a physical investigation could not be performed and the customer's complaint could not be confirmed other than by customer's testimony. The complaint/event that was entered into trackwise: "pressure dropped." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint will be monitored, tracked and trended through the cvi complaint handling and post market surveillance processes. A risk assessment will be performed and documented in the complaint summary tab within trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per rep - 14jun2023 - the patient's pressure dropped. They thought that the problem was that they pulled too hard on the lead. A pericardiocentesis was then performed.

Event description:
Per rep - (B)(6) 2023 - the patient's pressure dropped. They thought that the problem was that they pulled too hard on the lead. A pericardiocentesis was then performed.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.